Event description:
It was reported that the foot-switch on the 9800 system would not operate correctly. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The fluoro functions board was replaced during the service call. The system was tested, and found to be working as intended, and put back into service.